Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out of range pace impedance measurements. Isometrics and pocket manipulation were unable to reproduce the measurements. It was suspected that under-insertion of the lead into the header may be the cause of the observations. The physician plans to continue monitoring the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead exhibited high pace impedance measurements (greater than 2000 ohms). This patient is not rv paced. Boston scientific technical services (ts) discussed commanding impedance tests during isometrics and running real-time electrograms (egms). The ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.